Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 01jul2017 to assess the test well images in question on the instrument in question, which appeared visually very weakly positive.

Event description:
On (B)(6)2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo, when tested on (B)(6)2017.